Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the site was having an issue with the imaging system communicating with the mobile viewing station (mvs). The site had stated that they had tried 4 times to reboot the system to get the system up and running as well as a full shut down of the system. The site was eventually able to get the system up and running. There was no patient present at the time of the event.